Event description:
Affiliate explanted during initial trephination (an act or instance of using a trephine) without breaking against the internal table, dura injury and cerebral contusion on labbe vein occurred. Event occurred during an intervention. Procedure: craniotomy due to glioma.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.